Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Info related to the recalled composix kugel mesh implanted in 2004 will be reported.

Event description:
Attorney reported: in 1999 - the pt underwent surgery for repair of a ventral hernia. A bard composix mesh was used to repair the hernia defect. In 2004 - the pt underwent surgery for removal of the previously placed bard composix mesh. A new bard composix kugel mesh (catalog # 0010208) was used to repair the pt's hernia defect. The bard kugel composix mesh currently remains in the pt's body. The pt continues to experience abdominal pain and discomfort after her multiple hernia repairs. The pt has suffered and will continue to suffer physical pain and mental anguish.